Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The field engineer reported that when the system was in film mode, the system would display an overload fault error message and would no longer expose. There is no report of patient injury associated with this event.